Event description:
Event description guidant received information that during a routine follow-up exam it was noted that the threshold and impedance measurments had doubled since implant. The last impedance measurement was found to be out-of-range. The physician believed there was a poor pace/sense connection.

Event description:
Boston scientific received information that during a routine follow-up exam, it was noted that the threshold and impedance measurements had doubled since implant. The last impedance measurement was found to be out-of-range. The physician believed there was a poor pace/sense connection. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device. An invasive procedure was performed during which the lead was removed from the header of the implantable cardioverter defibrillator and tested with a pacing system analyzer. Consistent thresholds and impedances were noted. The lead was reinserted into the header of the ICD and all measurements were confirmed to be within normal limits. Approximately seven years later, the device was explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.